Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Review of the system log file showed that a frame grabber card error resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction z-1144-2024. To resolve the issue, fse replaced flexvision pc and used a spare hard disk to reload software and the system was returned to good working condition. The defective flexvision pc was returned to philips for failure analysis, the cause of the failure was confirmed to be a failed frame grabber card. The codes were updated based on the investigation outcome.